Manufacturer narrative:
Other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Tamper seal was intact and physical condition of the device was good. No evidence of reported issue was found in the event history log. Reported problem was not duplicated during the functional test but the air detector did not pass. Air detector was replaced as a preventative measure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was previously repaired on 07-oct-2022 for bubbled dso. This repair should not have impacted the air in line sensor functionality.

Event description:
It was reported the pump alarmed air in line intermittingly. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.